Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was installed and driven on an in-house system and successfully passed recognition and engagement testing on three out of three attempts. The instrument was properly recognized by both the e-100 generator and the erbe generator unit. Full intuitive motion was observed in all directions. The instrument successfully passed seal and cut functional tests. Review of system logs identified e100 communication and recoverable errors; however, no instrument-related errors were present. The observed high-impedance error is consistent with sealing or transecting excessive tissue between the jaws and is not indicative of an instrument malfunction. During visual inspection, the grip open spring was found dislodged from its intended position at the proximal end. As a result of the displaced spring, the jaws did not open and close properly during manual articulation. The probable root cause of the jaws not opening properly is attributed to a dislodged grip open spring located on proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that vessel sealer extend instrument had recognition issue. The procedure was completing as planned with no reported injury.